Manufacturer narrative:
Findings: unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window, cracked reservoir tube and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated she had high blood glucose because pump is not working. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated she do a rewind and fill tubing up to 5 units and also did a 5 unit fill cannula. Customer stated that she saw drops both times. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that pump had damage, cracks and chipped pieces around reservoir opening and view window. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.